Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Critical ram parity error power on reset (por) occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por). It was noted th at the patient had a magnetic resonance imaging (MRI)appointment. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.